Event description:
It was reported that during the procedure with an unspecified abbott guide wire, there was resistance during removal and force was required to remove the guide wire from the anatomy. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. It was reported that a force was applied when the guide wire met resistance. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the deviation appears to be a reasonable clinical response; therefore, a follow-up letter will not be issued. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that the guide wire met resistance during removal. Factors that may contribute to difficulty removing a guide wire include, but are not limited to, inner diameter of accessory devices, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the accessory devices or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: the UDI number is not known as the part and lot number were not provided. H6: device code 2017- excessive force.